Event description:
A customer contacted stryker to report that after reviewing a printed record of a patient event, it was observed that the device had delivered 2 defibrillation shocks, however the users believed three shocks had been delivered. The customer s concerned the device may not have provided one of the intended shocks. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and sent for clinical review. It was determined that the device did not contribute to the patient outcome as effective defibrillation was provided to the customer. At 6:45:09 the device performed an analysis in AED mode returning a shocked advised decision for ventricular fibrillation. Prior to energy delivery, at 6:45:13 the user changed from AED mode into manual mode removing the charge. While in manual mode, the user performed two 360j defibrillations. One at 6:45:37 and the second at 6:51:31. Only two shocks were given to the patient and the second defibrillation was effective in converting the patient from ventricular fibrillation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. No device malfunction was observed.

Manufacturer narrative:
A clinical review was performed and determined that there was insufficient data within the file to determine the impact of the device use. There was no pco file available to determine if the patient was in a shockable rhythm. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that after reviewing a printed record of a patient event, it was observed that the device had delivered 2 defibrillation shocks, however the users believed three shocks had been delivered. The customer is concerned the device may not have provided one of the intended shocks. The patient associated with the reported event did not survive.